Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during post operation of an ins replacement due to normal battery depletion, the patient had a short circuit and elevated impedances. Per the rep, intra-operative impedances were generally good with a few out of range that were elevated, but not programmed. In post-operation the rep reported that most electrodes were in the 2000 ohm range and electrode 8, 9, 12 and 15 had shorts (30 ohms mentioned). The rep attempted to program around these electrodes and the patient was receiving some shocking. It was reviewed it was possible there were additional intermittent shorts. The rep mentioned that the lead was in a cervical location and the patient was receiving good stimulation previously and normal electrode measurements were observed. The rep indicated that the connection made during the implant was good as there were multiple reinsertion attempts due to some of the out of range electrodes. It was reviewed it was possible the lead would need to be replaced. No symptoms were reported. The event occurred on 2020-02-05. No further complications were reported/anticipated.